Event description:
It was reported that the patient presented in-clinic for a follow up. It was noted that the radio frequency (rf) chip was disabled, resulting in interrogation and pairing issues. No intervention was performed. The patient was stable.